Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) was not powering on. There was no patient involvement.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse checked and found problem is with power supply assembly. Same has to be replaced. Quotation submitted and approached the customer more than 5 times for releasing the purchase order for the spare and service of the unit. Customer is not willing to purchase the spare and to release the purchase order. And they have purchased a new cardiosave iabp unit instead of servicing the old cs300. This complaint will be closed, since the customer is not willing to service the defective iabp unit.